Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the consultant began to insert the screw according to surgical plan, on insertion he became aware that the screw did not appear to be functioning as expect. He removed the screw to discover that the screw had broken and that approximately 12mm of screw thread remained in the patients bone. The consultant took the decision to leave the screw thread in situ as attempted removal would result in damage to patient bone. Consultant inserted another screw to complete procedure."

Event description:
As reported: "the consultant began to insert the screw according to surgical plan, on insertion he became aware that the screw did not appear to be functioning as expect. He removed the screw to discover that the screw had broken and that approximately 12mm of screw thread remained in the patients bone. The consultant took the decision to leave the screw thread in situ as attempted removal would result in damage to patient bone. Consultant inserted another screw to complete procedure.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3: device remains implanted in patient.